Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a skin revision on (B)(6) 2018 (under a general anaesthetic) and a topical antibiotic due to skin overgrowth on the abutment.